Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery life and damage from the insulin pump. The customer's blood glucose reading was 11.1 mmol/l. The customer had problems with the low battery alarm. The customer changed the battery, disconnected the tube and removed the battery. The customer was advised to wait until notification light to not blink, and then place the battery in again. The customer stated that the battery cap is okay. The customer stated that there are scratches on display. The customer will be sent a replacement pump. The customer will return the pump for analysis.